Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The erroneous results were not reported outside of the laboratory. The sample was repeated on an avl flex 90 analyzer and the repeat results were believed to be correct. The sample initially resulted with an na value of 87 mmol/l, which repeated as 140 mmol/l. The sample initially resulted with a k value of 3.2 mmol/l, which repeated as 5.1 mmol/l. The sample initially resulted with a cl value of 62 mmol/l, which repeated as 105 mmol/l. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The customer noticed the presence of fluid when maintenance was performed on the ise block. The field service engineer replaced an o-ring and nipples. The investigation determined that the issue was resolved by the service actions.